Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. It was reported that during the procedure, after deployment of the first band, the remaining bands failed to deploy as the suture had completely released from the device. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detachment of device or device component the speedband superview super 7 device was returned for analysis, and visual inspection revealed damage to the ligator housing teeth. Additionally, the suture was returned with seven knots. No other abnormalities were observed during the product evaluation. The reported event of bands failure to deploy was confirmed based on the product analysis. A risk review was completed and verified that the events of suture detachment of device or device component and bands failure to deploy are defined in the risk documentation and are documented accordingly, supporting acceptable risk benefit for the product. The damage observed on the ligator housing teeth suggests that the device may have been used with excessive force or that the manner in which the physician introduced the device through the patient may have contributed to the damage, ultimately affecting the handle functionality during band deployment. Based on all compiled information and the absence of evidence of a manufacturing defect, the most probable root cause for this event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. T was reported that during the procedure, after deployment of the first band, the remaining bands failed to deploy as the suture had completely released from the device. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. T was reported that during the procedure, after deployment of the first band, the remaining bands failed to deploy as the suture had completely released from the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.